Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Apparent explant damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However the distal conductor had blood/body fluid (not obstructed). The inner insulation was kinked and buckled. The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Apparent explant damage was noted.

Event description:
It was reported that the patient's atrial lead dislodged twice. The atrial lead was explanted and replaced; however, the newly implanted lead was found to have dislodged later that same day. The newly implanted atrial lead was removed and the atrial port of the device was plugged. No patient complications have been reported as a result of this event.